Event description:
An n-flex rod was implanted during a procedure for decompression and fusion at l4-l5 and l5-s1 with adjacent level protection with the dynamic part of the n-flex rod. A CT taken 13 months post operative noted screw loosening at l3-l4 on the right side. X-rays taken 4 months later noted the rod breakage at l3-l4 on the left side. Pt was returned to the or for revision to two alif cages at l3-l4 and l4-l5. Pt was reportedly underweight and not active due to pain.

Manufacturer narrative:
Add'l info has been requested. Reported removal date is 2009. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot # was provided. Mfg records could not be reviewed without a lot#. Manufacture date cannot be determined without a lot#. A recall has been initiated on these devices for an unrelated issue.